Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that a sensor was inserted and the needle inserted fine but it was noticed that the there was no actual sensor beneath the skin. The sensor was pulled out and no sensor was found at all. Nothing further reported.